Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhanced meter. The patient's blood glucose results were 180mg/dl, 130mg/dl. Tests were done less than 10 minutes apart with a difference of 29%. Patient did not experience any adverse event. No further information has been reported.